Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2, e3, of the initial medwatch was inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to imperfection of proper reprocessing caused by leakage of the device. The event can be detected by following the instructions for use (IFU) section which state: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test ¿if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the feedback from the field. Please see the update to e1.

Manufacturer narrative:
During the device evaluation, the following was found: due to clogging of the instrument/suction channel, the forceps could not be inserted. Due to a cut on the bending section cover, water tightness was lost. Due to deformation of the suction connector, water tightness was lost. Due to clogging of the channel tube, suction volume did not meet the standard value. White/black dots and lack of image was found due to damage on the charged cable device unit the image showed shadows. The objective lens had a scratch. The plastic distal end cover had a dent. The adhesive on the bending section cover was detached. The bending section cover had a cut. The connecting tube had a wrinkle. Due to wear on the angle wire, bending angle in the up/down left and right direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down left/right knob was out of the standard value. Due to clogging of the channel tube, the tube cleaning brush could not be inserted. Due to clogging of the channel tube, the forceps could not be inserted. The image guide protector had a cut. The control unit had a scratch. The suction cover had a scratch. The grip had a scratch. The suction cylinder was shaved. The forceps channel port was shaved. The control unit had discoloration. The right / left knob had discoloration. The up/down knob had discoloration. The switch buttons 1, and 4 had a scratch. The switch box had a scratch. The universal cord had a scratch. The light guide glass had a stain. The scope connector cover unit had a scratch. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope experienced air water leakage from the insertion tube/bending section. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign material clogging the instrument/suction channel, and foreign material on the forceps elevator. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.